Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported while on impella rp support, the automated impella controller optical signal issues that were resolved by taking x-rays to check impella positioning. There was no reported patient injury, and the patient was successfully weaned and explanted.

Manufacturer narrative:
D4: the automated impella controller serial information was not provided, therefore serial number, lot number, product number, and UDI are unknown. H4: the automated impella controller serial information was not provided, therefore the manufacturing date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.